Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v691380, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a burning sensation. Two days ago it started hurting around the implant site and a couple of hours later it started burning. It was noted that when the patient first got the implant put in it never hurt and that the patient had not had any falls or trauma recently. The patient turned stimulation off last night before bed and this morning the burning sensation was just as much if not more. It was reported that the patient had problems with metal in the past and for example they would wear a ring for a while and the all of the sudden the ring would cause blisters. It was noted that the patient didn't currently have insurance.